Event description:
It has been reported to the co that during the procedure this device experienced intermittent continuity. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's evaluation.